Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 16 (delivery request fail) occurred during the load sequence. Additionally, it was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. Blood glucose level was 202 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified due to a different issue that was identified.